Manufacturer narrative:
Block b3- date corrected. Block d4-UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed here: (B)(4). Block e1- initial reporter corrected. Block e2- health professional - no checked. Block e3- non healthcare professional. Block g7- follow up #1. Block h1- serious injury. Block h2- correction checked. Block h4 - MFR date provided.

Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: type 1 diabetic patient experienced a hyperglycemic event with bgl=900 mg/dl. Patient experienced symptoms of nausea, feeling sick, and lethargy and "eventually becoming unconscious" patient was hospitalized and treated for diabetic ketoacidosis (dka). Patient alleges device malfunction. Device is not available for technical review.

Event description:
Type 1 diabetic on vgo 20 since (B)(6) 2017 reported to valeritas customer care during an outbound call that he was hospitalized on (B)(6) 2018 with dka. Ae assessor spoke with the pt. For further investigation of this report. Pre and post vgo pt. Was on basal insulin 18 units (name unknown by pt. With novolog per sliding scale; pre and post vgo bg reported as 120 to 230. Pt. States that for 3 days prior to the dka he had 3 vgo devices which were full of insulin when he removed the vgo. On (B)(6) pt. Was very hungry and thirsty, on (B)(6) 2017 pt. Was nauseated, lethargic, felt sick, "eventually became unconscious" and he woke up in the hospital. Pt. Reports he was treated for dka, discharged back to home on (B)(6) 2017 and instructed to discontinue vgo and to take basal/bolus insulin injections for bg mgmt. Pt. States that he knows the vgo needle was activated as he could feel the needle in his body but the vgo viewing window was "still full of insulin after 24 hours" of use. Pt. Would not confirm or deny if he was checking his bg from (B)(6) through (B)(6). Pt. Reports his bg at the hospital was 900. This case will be closed as serious without further follow-up from the ae assessor. Pt. Recovered from the dka and was discharged back home. The vgo devices the pt. Wore from (B)(6) through (B)(6) were disposed of and are unavailable for technical review. The vgo cannot be excluded as contributing to the hyperglycemia in this report.